Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving fentanyl (250 mcg at 91.94852 mcg/day), bupivacaine (20 mg at 7.35588 mg/day) and unknown baclofen (3000 mcg at 1103.38222 mcg/day) via an implantable pump. It was reported the hcp decreased the it fentanyl to 75 mcg/day, on (B)(6) 2021, secondary to short episodes of apnea. It was indicated the event was possibly related to the device or therapy and possibly related to the fentanyl. It was noted the symptoms resolved without sequelae on (B)(6) 2021.